Event description:
It was reported that an arterial venous ECMO (extra corporeal membrane oxygenation) was initiated following the transplantation of the first left lung due to ventilation issues. Five minutes after the ECMO was initiated, the arterial blood was noted to be black and the pt was in a state of desaturation. Two blood analysis were performed after the therapy was complete. The pao2 was lower than 50 mg despite a fio2 at 100%. The surgeon decided to replace the device. (B)(4).

Manufacturer narrative:
Investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available. This event is related to medwatch report # 8010762-2014-00782, 00788, 00789.